Event description:
Cvc central line guide wire allegedly broke (notably this is possibly the 3rd incident, after which the physician wanted noted due to trend) whereby no patient harm, no residual effects. We do not have any product numbers nor dates for first two incidents. No details are available on manner of breakage. Confirmation was made, however, there was no patient harm on any of the incidents.